Manufacturer narrative:
Merge healthcare support helped the customer set up the new hard drive and the issue was resolved.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare was notified that a customer experienced a failed hard drive error message. Support sent out a replacement hard drive. On 08/09/2016, additional information was received from the customer that indicated a delay in examinations occurred as a result of the hard drive error. Specific information regarding the full impact could not be obtained. With merge eye station not performing as expected there is a potential for a delay in treatment or diagnosis that may result in harm to a patient. However, there is no indication of any patient harm as a result of this issue. (B)(4).